Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage electronic assembly. Unable to verify button keypad due to blank display anomaly. Minor scratched lcd window, cracked display window corners, cracked reservoir tube lip noted. No unexpected vibrating alarm.

Event description:
It was reported that the customer was at a diabetes camp and it rained, then the insulin pump was not functioning. The mother mentioned that diabetes educator at the camp stated indicated the device was alarming. The blood glucose was unknown. Then the mother called back and stated that the insulin pump had a blank display. The caller stated that the device was vibrating without an alarm alert and went blank display immediately after it was exposure to moisture. Advised the mother to discontinue the use of the device and revert to back up plan. No further information was provided.